Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 478 mg/dl. The customer reported the insulin pump rewinding on its own. The technician completed priming troubleshooting with the customer. The customer treated the high blood glucose level with a manual injection. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.